Event description:
During an elective device replacement, insulation damage on the right ventricular (rv) lead was observed. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, only the distal portion of the lead was returned in one piece. Visual inspection of the partial lead did not reveal any anomalies with the exception of procedural damages. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.